Event description:
The customer reported that the system shut down during a procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the workstation error message system error detected turn system off and reboot. He ordered an xray on lamp, power on switch, tgi module and xray control console. He replaced the tgi module and xray control console, xray on lamp. During power on switch replacement, power control pcb f2 opened. He also replaced the power control pcb. The system booted up. He flashed the nodes and reloaded the calibration files. During calibration, the system gave a communication failure error message and replaced the tgi. The system was not booting. He replaced the workstation sbc and system interface pcb. He booted the system and reloaded software and cal files. He rebooted the system and monitored for errors. During the end of calibration, the system gave a communication error message on table display. He replaced the tgi and booted system, table and generator. He will not boot. He removed and replaced the tgi assembly. He booted the system and made test fluoro exposure with no problems, approx. 30 seconds into dose calibration system gave a table communication error. He rebooted the system observing the debug monitor, tgi node has table communication error. He replaced the eprom on the motronthe pcb and generic interface, aec and kv control pcb's. He booted system and calibrated the dose in normal fluoro 9.10 r/min and hlf 17.92 r/min. The system operates as intended.